Event description:
Customer reported image quality issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter pcb. System operates as intended.